Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. ¿a retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user requested to return the ilet system after experiencing morning hypoglycemia and expressing dissatisfaction with automated insulin dosing and lack of user control, with one event reported at approximately 60 mg/dl that was treated with oral carbohydrates. Symptoms included hypoglycemia without loss of consciousness or other acute complications, and no medical intervention or ketone testing was reported. Outcomes included the user discontinuing therapy and initiating a device return. Investigation included internal case review and outreach to the training clinician and field team. Investigation of this case revealed no device malfunction identified and no confirmed device component failure, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined.